Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3889-28, lot # va1b8b4, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type lead.

Event description:
The manufacturer representative reported that the healthcare provider did a lead revision on the day of the report because the patient had impedance issues from a fall. The patient was implanted for urinary dysfunction/sacral nerve stimulation, gastrointestinal/pelvic floor, and fecal incontinence.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.